Manufacturer narrative:
Concomitant medical products: 6932-65 lead, implant date: (B)(6) 1997; d284drg ICD, implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance, no sensing and no capture. Insulation damage was suspected. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.